Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements. The field representative change the pace/sense configuration to unipolar and the impedance measurements returned to normal values. After troubleshooting, it is suspected that the issue is isolated to the ring electrode on the lv lead. This product remains in service. No adverse patient effects were reported.